Event description:
It was reported the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had briefly contacted the fabric foundation. We are unable to determine the cause of the event and will continue to investigate.